Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time.

Event description:
During anesthesia induction for cardiac surgery, it was reported that a swan ganz catheter was inserted through a 9fr. Introducer into the right internal jugular vein. Post insertion, intratracheal bleeding was observed. Surgery was stopped. An aneurism and bleeding in the right pulmonary artery were confirmed by CT scan. Post-op the patient was noted to be in stable condition. The device was discarded at the hospital.